Event description:
Medtronic received a report that an axium coil prematurely detached. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the petrous segment with a max diameter of 6.58mm and a 5.20mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that while the coil was being placed in the aneurysm, before it was fully introduced, the coil detached prematurely without any manipulation at the detachment marker. The physician did not use the instant detacher for release. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include an avigo guide and echelon 10-45 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.